Event description:
An epidural catheter (cath) was placed in patient's lumbar spine area by an anesthesiologist(mda) for labor analgesia. The cath placement was unremarkable. An infusion of bupivacaine and fentanyl was used with success. Following delivery, per standard procedure the nurse attempted to remove the cath by pulling. The cath appeared to be lodged in the spine and could not be extracted. The nurse elected to call an mda for assist. The mda found an intact cath and began to apply gentle, steady pressure, slowly pulling the cath. (The mda noted that in previous efforts to remove caths that have been lodged in the spine, gentle, steady pressure will eventually allow the cath to be removed intact.) The cath began to stretch and broke at a point where remnants still in patient retacted down below the level of the skin. The mda was unable to grasp with fingers or instruments to remove it further. Approx. 5 cm remained in the back, part of which is epidural space. After consult with neurosurgeon, it was decided cath should be left alone in situ, and patient will be followed up for signs of inflammation or infection. Patient currently not symptomatic, painfree and having no problems. The abbott epidural cath is included in a continuous epidural tray set that was sent to the hospital for a trial. The remaining trays were pulled from stock and the trial was discontinued. Manufacturer representative was notified of this occurrence.